Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unilateral intra-capsular rupture of device to one side (affected side not indicated). Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported unilateral intra-capsular rupture of device on the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6, d.7., h.6., g.1.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and red particles in the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.10., g.5., h.3., h.4., h.6.

Event description:
Healthcare professional reported rupture on an unknown side. The device has been explanted.